Event description:
It was reported that 1 pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported needle clog during injection and stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. Investigation summary: customer returned a total of 8 pen needles which were returned with green inner shields, indicating that they are 4mm, 32 gauge pen needles. No other identification was available. The pen needles were visually inspected prior to testing. 1 of the pen needles was found to have bent a bent needle on the non-patient side of the hub¿s needle cannula. Additionally, the remaining 7 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd found that 1 of the pen needles had become bent and the remaining 7 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during injection and stated that there is no insulin flow.